Event description:
Informed patient's father that the patient's primary freedom driver went into a fault alarm. Patient had been on batteries and got in the car for a short drive, during which he was plugged into the car charger. Upon reaching the destination, checked the batteries and both needed to be changed. Changed the batteries in the car and the device began to have a fault alarm. Patient parameters were stable: 135 bpm; fv 51; co 6.9 lpm. Patient switched out to the backup freedom driver with no issues.